Event description:
The patient reported that they were unable to test on their one touch basic meter due to "insert strip" prompts. There was no result obtained from teh patient's meter. The patient tested on a generic brand meter that patient purchased that day and based insulin on results from that meter. Results unknown. There was no comparison between the patient's meter and any other device. There was no treatment. Patient had insulin reaction the day before with smyptoms of difficulty processing information, nervousness, and shakiness. Patient was still trying to adjust insulin for proper dose. Patient was able to test on the meter that day. No further information has been reported.